Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device would not reopen. It is unknown if device was applied to tissue at the time, and if so, how it was removed from the tissue. Another device was used without further incident. There was no harm to the patient.